Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) skipped the prime screen. The purge tubing was connected, and no purge fluid was coming out of the end of the catheter. The resolution for this issue is unknown. No reported harm or injury reported.

Manufacturer narrative:
The investigation into the purge issue has been completed. The automated impella controller (aic) was returned for investigation. Data analysis: the device logs revealed that the priming was completed before the user had confirmed that the purge fluid issue. This results in the user interface to seemingly skip the priming step, but the screen image (priming progress bar) was not displayed since physical priming of the tubing had already been completed. Device analysis: the suspected skipping of the purge priming step during case start, which resulted in perceived abnormal aic behavior (displaying the priming progress bar), was likely due to a combination of events: a kinked purge line after the purge pressure disc which met criteria for completion of priming. User related issue, not following case start procedure adequately. This report is being filed as part of a retrospective review of historical records.